Manufacturer narrative:
Correction: section a4 - the patient weight was missing in the initial report. This report includes the patient weight. Correction: section d2 - the common device should have been scs adapter rather than scs extension. Correction: section d10 - the medical product should have been scs adapter rather than scs lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Manufacturer related report number: 1627487-2021-16581, 3006705815-2021-04348. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken where in the entire system was explanted and replaced.